Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The helix of the lead became extrinsically distorted due to pulling / stretching / overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the left ventricular (lv) lead exhibited high, unstable thresholds. The lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.